Event description:
During adenoidectomy with red rubber catheter placed through nose for retraction of oropharynx, flames were noted in oral cavity during cauterization. Water was placed in mouth to diffuse flames. Dr performed exam of nose and oropharynx as well as bronchoscopy and reported charing of nasal passages.